Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4)) was evaluated on-site. The customer reported issue of thermogard exhibited mid 09 (air trap assembly) error message was confirmed during the initial functional testing and event log. The air trap sensor block was replaced to remedy the fault. Following the repair and replacement, the thermogard passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. During visual inspection no physical damages were observed. Archive event log data was downloaded and noted several mid 09 (air trap assembly) error messages on the reported event date. Historical complaints were reviewed and there was no previous history of complaints reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
As reported during patient use, thermogard xp ivtm system, sn (B)(4) generated mid 09 (air trap assembly). Customer was unable to clear the mid:09 error message. Following this, the patient was switched to another console to continue with the treatment. No known impact or patient consequence was reported.